Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per follow up information received via mail on 20jun2024, it was reported that the device will be send to task management depot for repair. The device issue was not resolved yet. Patient switched to different device, no impact. Per sample evaluation results on 10jul2024, it was reported that one screw came out with its attachment bold out of the outer shell and there was wrong molded tube on the chiller pump.

Event description:
It was reported that the arctic sun device did not cool. Per follow up information received via mail on 20jun2024, it was reported that the device will be send to task management depot for repair. The device issue was not resolved yet. Patient switched to different device, no impact. Per sample evaluation results on 10jul2024, it was reported that one screw came out with its attachment bold out of the outer shell and there was wrong molded tube on the chiller pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: e,g. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. Initial reporter phone number: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool. Per follow up information received via mail on 20jun2024, it was reported that the device will be send to task management depot for repair. The device issue was not resolved yet. Patient switched to different device, no impact.

Event description:
It was reported that the arctic sun device did not cool. Per follow up information received via mail on 20jun2024, it was reported that the device will be send to task management depot for repair. The device issue was not resolved yet. Patient switched to different device, no impact. Per sample evaluation results on 10jul2024, it was reported that one screw came out with its attachment bold out of the outer shell and there was wrong molded tube on the chiller pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.